Manufacturer narrative:
The technician found the brake and steer wouldn't engage correctly. The brake mechanism was worn and the cables wouldn't pull tight when the pedal was engaged. He replaced the brake/steer mechanism to repair the bed.

Event description:
Information received indicates the brake is not holding.